Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A surgeon reported following a glaucoma filtration device implant procedure, a patient experienced increased intraocular pressure. One week following the initial procedure the patient was treated with addition medication and the conjunctiva was sutured due to leakage of the aqueous humour. Approximately one month following the initial procedure, suture lysis and needling were performed. The shunt was later explanted and a trabeculectomy was performed.